Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient had his generator replaced last year due to end of service and that the patient recently, date unknown, started experiencing tachycardia with stimulation. The patient's settings were decreased from a 1.0ma output to 0.75ma output and the tachycardia resolved. The patient was referred to a cardiologist. The physician stated that he thinks the tachycardia is related to vns. However, since the patient's decrease in settings, the patient has experienced an increase in seizures. The physician later reported that the vns patient does not have a prior history of cardiac events and has no pre-existing medical conditions. The patient's heart rate during the event was up to 114bpm and the blood pressure was at 180/87. The patient's mother had counted the heart rate and tested the blood pressure. The tachycardia event occurred on (B)(6) 2012. The patient had no symptoms suggesting an arrhythmia and did not experience any traumatic events or triggers prior to the arrhythmia. The event did not occur following a medication change. The physician stated that he is not sure if the arrhythmia correlates with the on time of the vns. The event did not occur following a setting change. However the physician states that he believes the arrhythmia is related to vns therapy stimulation and that vns exacerbated or co-currently contributed to the arrhythmia. The patient was referred to cardiologist for work-up and the results were normal. The patient was not hospitalized and the generator is currently programmed on. The arrhythmia event has not recurred. The physician reported that the patient's last system diagnostics test on (B)(6) 2012 showed output=ok/lead impedance=ok/impedance value=3260ohms/ifi=no. The decrease in output current from 1.0ma to 0.75ma was the only intervention taken. The patient's increased seizures were first observed in (B)(6) 2011 and were due to the patient's settings not yet up to the same settings as prior to vns replacement. The patient's depakote was increased due to the increase in seizures. However the increase in seizures was still below pre-vns baseline levels. The patient only experienced in increase in myoclonic jerks. On (B)(6) 2011, the patient's settings had been decreased from 1.0ma to 0.75ma; output=0.75ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=1.1ma/magnet output=1.0ma/magnet on time=30hz/magnet pulse width=250usec/ifi=no. On (B)(6) 2012, the patient's settings were increased to output=1ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.1min/magnet output=1.0ma/magnet on time=30sec/magnet pulse width=250usec. No arrhythmia events occurred during the clinical visit that day.